Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an unrelated revision procedure, a non-boston scientific right ventricular (rv) lead was connected to this cardiac resynchronization therapy defibrillator (crt-d) and exhibited oversensing of noise causing pacing inhibition. Despite disconnecting and reconnecting the rv lead, the same observation occurred. The physician elected to explant and replace the crt-d. No additional adverse patient effects were reported.